Event description:
It was reported that during a lap esophagus procedure, after receiving an error code 5 and cleaning the device, the active blade broke outside the operative field. No pt consequences were reported.